Event description:
It was reported that during the procedure, this right ventricular (rv) lead was exhibiting loss of capture, and high capture threshold values. When lead measurements were taken, they were observed to be unstable. The physician tried repositioning the lead; however, the measurements were still unacceptable, and the pacing thresholds were high. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory. Visual inspection revealed no abnormalities. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations based on normal lead resistance measurements.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was placed in the rv apex, measurements were taken and were unstable and unacceptable. The physician attempted to reposition the lead to obtain stable measurements, but the measurements were still unacceptable. The pacing thresholds were high, and loss of capture was observed. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.